Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician regarding a patient with an implantable neurostimulator (ins). It was reported that there were problems with the ins pocket site. A battery failure was also noted. It was previously unknown whether the pocket site or battery failure was related to this device or the device it was replaced with. The device was replaced on (B)(6) 2012. It was noted hospitalization was required due to the event. Patient outcome was reported as patient recovered without sequelae. Additional information received (B)(6) 2017 from the patient reported that the ins had been replaced as it was moving closer to the surface of the skin. An event date of toward the beginning of the year 2012 was provided. The indication for implant was post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.